Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a sling was implanted. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with lap. Supracervical hysterectomy, lysis of adhesions, left salpingectomy and cystoscopy.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 in order to treat stress urinary incontinence, pelvic adhesive disease, pelvic pain, and menorrhagia concurrently with a laparoscopic supracervical hysterectomy, lysis of adhesions, left salpingectomy, cystoscopy, and partial mesh removal. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, cystocele, vaginal prolapse, nocturia, and rectocele. It was reported that the patient had hormone replacement pellets implanted in (B)(6) 2012 due to extremely low hormone levels. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection, mixed urinary incontinence, urinary urgency and frequency.